Manufacturer narrative:
The actual complaint product is reported unavailable for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the stoma site of the patient was infected and excoriated under the disk of the mic g tube. The prescribed treatment was bactoban cream and kendall dressings. Per additional information received 25 jan 2021, the patient is currently on antibiotics for treatment. Per additional information received 01 feb 2021, the patient's tube was changed out without issue. The patient was happy to be trained in 6 and 9 months- to be arranged. Patient is fine in bvc (balloon volume check) and ph."